Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise as seen on the ventricular episode. Upon review, there were no abnormalities found during the provocation testing. The physician had requested technical services (ts) to provide analysis on the data. This device currently remains in service. No adverse patient effects were reported.